Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetes ketoacidosis with blood glucose of over 300 mg/dl and hospitalization was on (B)(6) 2017. The customer reported events leading to hospitalization was brittle diabetic. The customer was treated with emergency medical service. Outcome of the hospitalization was stabilized the sugars. The drive support cap appears normal (slightly indented). The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, self-test, unexpected restart error test and displacement test. Insulin pump passed the dat test at 0.08730 inches. No displacement anomalies were noted. The motor was tested outside the device and passed. Unit was received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Unit was received with minor scratched display window and case.